Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements, so reprogramming was performed. The physician suspects the rv lead has dislodged, so has scheduled this patient to have an x-ray taken. If the rv lead has dislodged, then a repositioning procedure will be performed within the near future. The sensing and impedance measurements were noted to be within range. There were no adverse patient effects reported.